Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: could not duplicate customer's complaint of tissue effect is less than usual. Unit was evaluated, many attempts of testing, and diagnostics were made, no problem was found, unit passed all testing. Minor scratches on unit top plate edges and fascia; no repairs needed, and missing dust cover; replaced the dust cover. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative the tissue effect was less than what is usual for this device. It was noted during a shoulder procedure and the procedure was completed with this device with no patient consequences reported. The device will be returned. Additional information received from the sales representative on april 14, 2014 indicated it delayed the procedure five to ten (5-10) minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: the manufacturer contact name has been updated as (B)(6). Contact phone number and email address have been updated accordingly. Initial reporter email: the initial reporter email was inadvertently missed in the initial report and has been updated as (B)(6). UDI: the UDI was inadvertently missed in the initial report and has been updated as (B)(4). If additional information should become available, a supplemental medwatch will be submitted accordingly. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.